Event description:
It was reported that during a ptca treatment procedure, a tip fracture occurred. During deployment in the right coronary artery, the luge guidewire tip broke off. The tip and 40cm of wire were dislodged in the pt. The pt went to surgery where the tip and wire were successfully removed. Due to this event, the procedure was not completed at this time. Pt status is reported as "stable". Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unk, a review of the shop floor paperwork could not be performed. Should further relevant info become available; a supplemental medwatch report will be filed.